Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that angiocath 18g x 1.88in had incorrect label information. The following information was provided by the initial reporter: it was opened on the operating table iag n°18 retractable with security system, but the surgeon was unable to use it. Then a new br catheter 18 was opened without retraction (angiocath), but the caliber of the catheter has the same number with different caliber, preventing the passage of the guide wire.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath 18g x 1.88in had incorrect label information. The following information was provided by the initial reporter: it was opened on the operating table iag n°18 retractable with security system, but the surgeon was unable to use it. Then a new br catheter 18 was opened without retraction (angiocath), but the caliber of the catheter has the same number with different caliber, preventing the passage of the guide wire.